Event description:
The customer received questionable adrenocorticotropic hormone, corticotropin (acth) results on their e170 analyzer for one patient. The clinical condition of the patient did not correlate with the results from the e170 analyzer. The customer stated that the results on the e170 also did not compare to the results obtained in another laboratory on an abbott architect analyzer. The customer stated the abbott results were within the reference range, but the range was not provided by the customer. The patient's initial acth result was 793.70 pg/ml. On (B)(6) 2011, the patient's acth result was 979.40 pg/ml. On (B)(6) 2011, the patient's acth result was 990.30 pg/ml. On (B)(6) 2011, the patient's acth result was 996.50 pg/ml. On (B)(6) 2011, the patient's acth result was 1001.00 pg/ml. On (B)(6) 2011, the patient's acth result was 937.70 pg/ml. On (B)(6) 2011, the patient's acth result was 870.60 pg/ml. It is unclear which samples were repeated on the abbott architect and what those results were. It is unclear if there were any adverse events to the patient as a result of this event. Clarification has been requested. The acth reagent lot number and expiration date were not provided. It was note that the customer was using controls that expired in (B)(6) 2011. However, there was no specific data for the quality control available at the time of the events.

Manufacturer narrative:
The patient was diagnosed with cushing syndrome and ectopic secretion of hormones. The patient's sample was provided for investigation. The investigation results confirm the customer's result. The results indicate the presence of complexed acth or higher molecular acth precursors which are detected by the elecsys method but not detected with other immunological methods. The results are also in agreement with the patient's clinical picture.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).